Event description:
During left thigh complex 10 cm closure, split skin graft 4x8 cm to the lateral thigh, status post gunshot wound left lower leg - the dermatome was skipping and resulted in poor quality skin graft.